Event description:
It was reported the epg (external pulse generator) will not sense and seems to be in asynchronous mode all the time. No patient complications were reported as a result of this event. The epg was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases, four pcb (printed circuit board) screws, main pcb, interconnect flex, high rate key panel, main key pad, led (light emitting diode) flex, battery flex, and heart lead flex are contaminated.